Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the tissue pad lifted off the clamp arm. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.